Event description:
It was reported that prior to surgery it was discovered that the craniotome device "came apart". There were no delays to a planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The device was tested and it was found that the pin was broken off and the tip was drilled.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be due to mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.